Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and a correction. New information in the following sections: d8, h6, h10; corrected information in h8. The device history records for this device could not be reviewed since no lot number was provided. Olympus ships products manufactured according to all applicable procedures and meet final product release criteria. The device was not returned and therefore was not evaluated. The legal manufacturer tried to replicate the reported failure using a different distal cover (lot. H0729), and confirmed that the distal cover will not come off when it has no damage and it is correctly attached to the scope. The root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to: the cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. As stated in the instructions for use (IFU), this may have been prevented: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
A customer informed an olympus endoscope specialist the distal cover fell off of the scope into the patient's mouth due to the staff installing it incorrectly. The distal cover was easily retrieved. The customer performed additional training for the staff and declined the in-service from olympus. No patient harm or injury. This patient identifier (B)(6) is for the distal cap. Patient identifier (B)(6) was for the scope.